Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation was unable to confirm or replicate issue in-house. The usm was tested on an in-house system in normal mode where it passed. The instruments used for testing were a large needle driver instrument, maryland bipolar forceps instrument, and endoscope camera which all passed normal mode during system testing. The usm was tested on the patient side cart (psc) fixture test platform (pftp) where all tests passed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general appendectomy surgical procedure, the customer reported an issue with arm 4. It was stated that the carriage on arm 4 was stuck down and had significant resistance going back up. The customer stated there was a message on the screen telling the customer to remove an obstruction from the carriage, but the customer checked the drape several times and found no entrapment. The customer stated the instrument was removed from the arm, but the carriage would not retract. The technical service engineer (tse) reviewed the logs but found no related issue. The tse then had the customer power cycle the system but upon power up, the issue remained and the instrument carriage on arm 4 had significant resistance doing back down even with the led blinking blue. The customer swapped from arms 2,3,4 configuration to a 1,2,3 configuration to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially did power on without errors. The surgeon disabled the arms to complete the procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the issue. The fse replaced the universal surgeon manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.